Event description:
A surgical coordinator reported a patient experienced an unexpected outcome and the intraocular lens (iol) was off axis following an iol implant procedure. In a follow up, the surgeon reported the postoperative orientation was at 82 degrees, but the intended iol orientation was 96 degrees. The surgeon also reported the patient experienced blurry vision and the iol was exchanged six weeks following the initial iol procedure for another lens model and power. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).